Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the patient contacted the physician due to receiving high voltage therapy and that the device was beeping. The patient reported to the physician feeling fine prior to and post shock. The physician was contacted two hours later by the patient's family reporting the patient was unresponsive and passed away. Remote monitor transmission review was performed by the manufacturer's representative with the physician and reported there were diminished r waves, increasing lead thresholds, and lead dislodgement was suspected. Electro- grams retrieved indicated that two episodes identified as ventricular fibrillation (vf) were possibly atrial fibrillation (af).